Event description:
According to the complainant, a prolieve thermodilatation kit was used for the treatment of benign prostate hyperplasia (bph) in early 2008. (Patient age and weight unknown.) According to the complainant, the patient experienced dysuria on february 4, 2008, two weeks after the procedure date. Treatment, although unspecified, was necessary and resolved the dysuria. The male patient experienced the anticipated symptom approximately two and one half months following his treatment. The dysuria, termed mild, commenced and resolved four days later. Treatment was required, but not yet specified. The prolieve procedure was successfully completed.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device disposed.